Event description:
Reporter indicated a hp jornada handheld computer would consistently freeze during use, indicating a possible malfunction. The handheld computer and flashcard were returned for product analysis. No anomailes were noted with the handheld computer. Analysis of the flashcard is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.